Event description:
It was reported that the lead was capped due to insulation anomaly.

Event description:
New information received notes externalized conductors suspected on capped lead. After explant procedure, externalized conductors were seen.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal end measuring 47.5cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.1-14.6cm from the distal tip. Internal insulation abrasion was noted at 14.4-15.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 25.7-27.1cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.